Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive the e-200 generator and performed the failure analysis. The e-200 was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The unit passed system drive testing. The unit passed fixture testing. As a result of these findings, the unit functions as design and the root cause cannot be determined. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that a backup generator was brought in the room to be used. However, the procedure was almost completed and no longer required the generator for use and hence the backup generator was not used.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report they are getting error 657 when applying energy. The customer was using the cautery hook and tried a harmonic ace instrument with no change. Logs indicate error is pointing to the personality module energy device (pmed) connection to the e200 generator. The tse recommended connecting the backup generator when possible. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200 generator due to 657 error. The system tested and verified ready for use. Additional information is being gathered to determine the contribution of the e-200 generator to the customer reported issue. A follow-up MDR will be submitted, if additional information is obtained.